Event description:
As reported by our edwards lifesciences japanese affiliate, during a right transfemoral tavr procedure, advancing inability with kink of 1st delivery system and advancing difficulty with a dissection of 2nd delivery system occurred. A 14 fr esheath+ was inserted without resistance, but significant resistance was encountered when advancing a 20 mm commander delivery system through the sheath at the distal external iliac artery (eia), causing the shaft to kink. The devices were replaced with a second kit, but similar resistance was noted at the same location, and the delivery system could not be advanced despite considerable force. The sheath was pulled back from the common iliac artery (cia) to the descending aorta bifurcation, allowing the delivery system to be pushed forward. However, a dissection was observed above the bifurcation, making it difficult to proceed with the tavr procedure. The crimped valve was retracted into the sheath tip, and both the sheath and delivery system were removed as a unit. Endovascular aortic repair (evar) was performed for the dissection, and the procedure was concluded without any damage to the access lower limb vessel.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals guide to facilitate safe crossing of the native or failing valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing the flex catheter may help solve the problem. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information provided, the cause of the aortic dissection is unknown but may be related to the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.